Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2021 and suture was used. During the procedure, the suture was broken. There were no adverse consequences to the patient. No additional information was provided.